Manufacturer narrative:
The technician found that the foot down valve guild tube was not functioning. He replaced the valve to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg or the chair position.